Manufacturer narrative:
The device was not received as of this date. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The database showed no quality notifications were opened for the device. This file was closed because the device was not received within 55 days of opening the file. The customer stated that there was no patient involvement.

Event description:
Left iui failure. Suspected mfg defect- 03/25/2019 11:34:29 ian pfifer (ipfifer) no charge/ oob repair. There was no patient involvement.

Manufacturer narrative:
The device was not received as of this date. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The database showed no quality notifications were opened for the device. This file was closed because the device was not received within 55 days of opening the file. The customer stated that there was no patient involvement.

Event description:
(B)(6). There was no patient involvement.